Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the investigation, the internal sample pump was identified as the likely cause of the reported issue. The sample pump was replaced, and the device subsequently underwent post repair functional and performance testing. Following replacement of the sample pump, the device met all manufacturer specifications for nitric oxide delivery accuracy, gas monitoring performance, alarm functionality, and overall system operation. A review of complaint history for this failure mode determined that the occurrence rate remains within established control limits.

Event description:
E1: reported that while delivering inhaled nitric oxide (ino) therapy to a patient using the d4 device, the device failed to accurately monitor the nitric oxide concentration at therapy initiation. According to the hospital report, the monitored nitric oxide concentration did not correspond to the target dose setting at the start of therapy. In response, the device was removed from service and replaced with a backup unit, after which ino therapy continued without further issue. Following removal from the patient, the device generated an internal fault alarm. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: ECMO machine.